Event description:
Per independent repair center, the unit was alarming or red light. The key failure was a defective coil for the poppet. Additional malfunction for this device; the power switch had a short circuit.